Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that there were no interventions made.

Event description:
It was reported that the patient present for remote follow up via merlin.net. A review of the transmission reveled under-sensing that resulted in false pause episodes recorded by the implantable cardiac monitor. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.